Event description:
Iabp machine alarming states blood in the line - rn and dr. Attempted to troubleshoot the alarm, but not successfully and the iabp was removed. Device was inadvertently thrown away. Dates of use: (B)(6) 2016. Diagnosis or reason for use: coronary angiogram.